Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) was 496 mg/dl with moderate ketones. Ketone levels were identified as life threatening by health care provider. Elevated bg was addressed by manual insulin injections. Customer went to the emergency room for the elevated bg. Customer received treatment of intravenous fluids of saline and an unknown nausea medication. Treatment resolved the issue and there was no permanent damage. Customer was released 4 hours later.